Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 27, 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining blood glucose readings of ¿117 and 98mg/dl¿ on the subject meter and ¿169 and 161mg/dl¿ on a ¿new meter¿, obtained within 30 minutes of each other. Based on statistical methodology these reading exceed lifescan¿s criteria for accuracy. The patient also reported obtaining a reading of 121mg/dl on the subject meter and 159mg/dl on the ¿new meter¿. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿lightheaded, shaky and woozy¿ 10-11 hours later. The patient reported self-treating these symptoms with food/drink. The patient reported obtaining a blood glucose reading of 98mg/dl on an unknown device at this time. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia while using the subject meter.